Manufacturer narrative:
The patient developed a significant aortic valve insufficiency as a complication of the implanted mitral valve. The patient underwent an unplanned aortic valve replacement. The potential for serious injury is not remote. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient-related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Through reviewing medical records it was learned that during a redo-mvr procedure a 27mm replacement mitral valve caused a cardiac valve complication, necessitating the need for aortic valve replacement. A 25mm aortic valve was implanted. On pod#4, the patient became septic post avr and mvr; the source of the infection is not known. Patient was discharged home on pod #10. Per medical records patient initially presented with severe mr and underwent mitral valve repair. Pre-op tee showed 2 to 3+ ai and 4+ mr. Intra-operatively, there was significant prolapse of the posterior p2 leaflet which was resected. Post-implant of the ring, the mitral valve was tested and it appeared to be completely competent. Upon weaning off bypass and admiration of protamine, the tee showed mild-to-moderate ai with no significant mr. On pod #1, tte revealed severe mr and severe ai. It was decided avr+mvr were required. After patient was brought back to or, tee was dropped and there was no mr in any view of the scope. Patient was given nitroglycerin and blood pressure dropped to the 70s and now there was severe mr. After discussion, it was determined that the observed abnormal mr was not related to the repair, but related to the blood pressure and pa pressures and it was felt it would be safer to replace the valve. During mvr, the mitral valve was inspected and there was absolutely no mr. The ring was removed, so was the anterior leaflet. The 27mm mitral was implanted in an excellent fit. The 25mm aortic valve was implanted and the knots were tied with cor-knots as they were with the mitral valve. Upon weaning off bypass there was no ai or mr. The patient tolerated the procedure well. A right triple-lumen cvp and right radial arterial line were inserted. The patient tolerated the procedure well. Patient was started on antibiotics. Over the next several days, the patient's activity was increased accordingly and eventually the patient was transferred to the cv step-down unit. While in the cv step-down unit, the patient continued to increase his activity accordingly. Eventually, the patient was ready for discharge. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Reference CAPA-20-00141.